Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both deals intact and no damage on top case. Bottom case is cracked by main screws. Plunger head is cracked by all screws. There was a check clutch/plunger lever error in history. Customer stated problem was verified during occlusion tests. Testing found position pot no longer worked properly as a result of normal wear. The root cause was found to be related to normal wear. Part was over 13 years old. Actions were taken to mitigate the reported issue: replaced position pot.

Event description:
It was reported the device showed a check clutch error. No patient injury reported.